Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was repaired during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.

Event description:
It was reported that the 9800 system grainy images during a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.